Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked approximately 54.0 cm from its hub and the strain relief was stretched. Conclusions: evaluation of the returned devices revealed an ovalization on the 4max mid-shaft and a kink on the px slim mid-shaft. The 4max ovalization may have occurred as a result of mishandling during preparation for use. This ovalization may have caused resistance when attempting to advance the px slim. The px slim kink may have been a result of forcefully advancing the catheter against this resistance. Further evaluation revealed that the px slim strain relief was stretched. This damage is likely a result of forcefully gripping the device while advancing against the previously mentioned resistance. The 5max ace mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00120.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a px slim delivery microcatheter (px slim) and a penumbra system 4max reperfusion catheter (4maxc). During the procedure, the physician advanced a penumbra system 5max ace reperfusion catheter (5maxace) towards the occluded portion of the right m1 segment and then performed aspiration through the 5maxace. The angiography revealed that the m2 segment was also occluded. Since the 5maxace was not the appropriate size for the target vessel diameter, the physician decided to use the 4maxc instead. While attempting to advance a px slim into the 4maxc, the physician experienced resistance at the proximal part of the 4maxc. Although resistance was encountered, the physician was able to advance the 4maxc into the target vessel and successfully completed the procedure using the same 4maxc. It was reported that there were no observed kinks on the px slim or 4maxc. Additionally, there was no report of an adverse effect to the patient.